Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing mr to 1. On (B)(6) 2021 it was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 3. Damage was also noted to the posterior leaflet. The physician attributed the event as due to dilated annulus post procedure. On (B)(6) 2021 a second procedure was performed. Two clips were implanted to stabilize the slda clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. Tissue injury and recurrent mr appear to be due to procedural condition of the slda and are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. Na.